Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11a24096, h10l02075 and h10k20038) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a (B)(6) male patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that, on an unreported date in 2011, the patient made a mistake and touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. On an unreported date in 2011, the patient was treated with unspecified antibiotics. The patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal and extraneal therapies were ongoing. An opinion of causality was not provided. This is report 1 of 3 involved in this peritonitis event.